Event description:
It was reported that the device was used during a laparoscopic appendectomy. The device was being used to staple the appendix. During closure and counting off of products used, it was noticed that a reload was missing. An x-ray was used and the cartridge was found in the abdomen. The patient had to be reopened and the reload was removed. Oversewing was done to the staple lines.

Manufacturer narrative:
Date sent: 11/24/2008. Evaluation summary - the analysis showed that the atw35 device was received in good visual condition and with no reload loaded in the device. However, three reloads were received inside the bag, reloads c and d were received fully fired, with the lockout normal. Reload b was received partially fired, with the lockout normal and with damage on the pan surface. The damage to the reload pan is consistent with an improper loading technique. If the cartridge is not fully inserted into the channel, when the device is fired it can cause damage to the pan. Additionally, when the reload is loaded improperly or long loading (holding features of the cartridge are not snap on the channel windows) at the moment of the firing, the cartridge will be ejected forward and some stapes will be deployed (approximately half way) and malformed because of incorrect alignment. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.